Event description:
While the amplatz thrombectomy device was in a graft, the device driveshaft and hypotube junction twisted causing the catheter to twist and open up around the drive shaft. The driveshaft became unraveled and was sticking out of the catheter. This opening of the catheter was approximately 15 cms from the distal tip.